Manufacturer narrative:
Calibration was last performed on the day of the event and was acceptable. Qc was acceptable on the day of the event. The alarm trace did not contain a conspicuous event. The field service engineer (fse) found that the rinse mechanism tubing was worn. The ise electrodes were cleaned and conditioned and the rinse mechanism tubing was replaced. The customer performed qc successfully. The service maintenance actions performed by the fse resolved the issue. No further issues were reported after the service visit.

Event description:
There was an allegation of questionable gen.2 ise indirect for na and k results for 2 patient samples on a cobas 6000 c (501) module. The customer was prompted to repeat the samples because of unusually low results. The initial results were not reported outside of the laboratory. For patient 1, the initial na result was 121 mmol/l and the k result was 3.31 mmol/l. The repeat na result was 138 mmol/l and the repeat k result was 4.0 mmol/l. For patient 2, the initial na result was 120 mmol/l and the k result was 3.36 mmol/l. The repeat na result was 134 mmol/l and the repeat k result was 4.19 mmol/l. The repeat results were deemed correct. The na electrode lot number is d78 and the expiration date is 26-aug-2023. The k electrode lot number is m25 and the expiration date is 23-aug-2023.